Event description:
Distributor reported on behalf of the user. The listed device was in use with a patient when the patient's blood glucose levels rose to 500mg/dl. The patient removed their site and found the cannula kinked. The patient called their family doctor who recommended the patient go to the emergency room for fluids. While in the emergency room, the patient received fluids. The patient is reportedly doing well, with no additional issues. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.